Event description:
The user received a questionable bicarbonate result for one patient sample on the integra 800. The original result was 40 mmol/l and was reported outside the laboratory. After reporting out the original result, the lab tech repeated the same sample twice and got results of 28 mmol/l and a 29 mmol/l. The lab tech issued a corrective report within minutes and the patient was not treated based upon the original erroneous result. The bicarbonate reagent lot number was 62350501. The field service representative could not determine a cause. He had the user run precision testing with results within limits. He checked the sample and reagent probes, temperature and level detection which were acceptable. To verify the analyzer operation, he ran performance tests with acceptable results. The user ran quality control.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited a pacing impedance measurement of >2000 ohms. A red alert was issued in latitude for this out of range measurement. It was noted in latitude that the right ventricular pacing impedances had been in the 1800-1900 ohms range for some time.

Manufacturer narrative:
The investigation determined a reagent related issue could be excluded. As two reruns which were performed directly after the initial run generated similar results, a pre-analytic issue might have caused the issue. The initial falsely elevated result could not be repeated at the customer's site.